Manufacturer narrative:
The returned parts were inspected. The laser lines between the head and the neck were aligned properly (the two parts are still engaged. There was some shearing of material in the locking regions of the neck and stem. The dimensions that help define the locking regions on the stem and neck met specification. Additional mdrs associated with this event: 3025141-2017-0212: head; 3025141-2017-0213: neck.

Event description:
An arh slide-loc radial head replacement product was implanted. At some point post op, the head/neck assembly dissociated from the stem. The implants were removed.